Manufacturer narrative:
Occupation - other; distributor. Evaluation was not possible as the product was not returned to the manufacturer. Review of device history records found (B)(4) pieces of this lot were released for distribution on 6/17/2020 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for this part number. Should the product be received, a follow-up medwatch report will be submitted upon completion of investigation.

Event description:
It was reported that the patient underwent initial implantation on (B)(6) 2020, utilizing the reform pedicle screw system. Subsequently the patient presented with pain and a revision procedure was performed on (B)(6) 2021. It was noted that the parallel domino, closed-open, wide ((B)(4)) was loose. The rods, lock-screws, cross connector and dominos were removed and replaced. The original pedicle screws remain implanted.